Manufacturer narrative:
Should additional information becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00063. Related to MFR report # 2183959-2011-00064. Clinical study site 003; subject 503. On (B)(6) 2008, a perigee graft was implanted for treatment of vaginal prolapse. The patient was seen at the 12 month follow-up visit and reported hematuria. A urine analysis was done and no treatment was prescribed due to the patient's voluntary withdrawal from the study. Because she did not want to come back for the 24 month visit.